Event description:
According to the reporter: the clip jammed and the surgeon experienced tissue tearing. The used instruments were not saved, but the surgeon opened some other from the same lot number and they were thought to be all defective.

Manufacturer narrative:
(B)(4).